Manufacturer narrative:
The user experienced severe hypoglycemia resulting in loss of consciousness and hospitalization while on ilet therapy. Severe hypoglycemia represents acute neurologic impairment requiring medical intervention and is consistent with the reported treatment with oral carbohydrates. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts impacting insulin delivery and no factory reset. No motor errors were observed, and the ilet was delivering requested insulin and responding appropriately to cgm glucose values. Device data confirm hypoglycemia on the reported event date. The hypoglycemic event followed multiple meal announcements, which is consistent with excess insulin delivery due to use-related factors. Based on available information, the event was attributed to user error involving multiple meal announcements resulting in excess insulin delivery, and no device malfunction associated with the ilet pump was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 17-mar-2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels reported as low as 39 mg/dl, resulting in loss of consciousness and hospitalization. The user was admitted on (B)(6) 2026, treated with oral glucose, and discharged (B)(6) 2026. No long-term health effects were reported.